Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on 3/10/2007, displayed a battery status of elective replacement indicator (eri). The monitoring voltage was 2.65 volts and the charge time was 19 seconds. There was a concern that the battery depleted earlier than expected. This device was subsequently planned for explant. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
In boston scientific crm post market quality assurance laboratory testing, a review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit, triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. This issue is discussed in the q4 2009 crm product performance report.